Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
An attempt was made to use one resolute onyx drug eluting stent to treat a none tortuous, not calcified lesion with 80% stenosis in the mid left circumflex (lcx) artery and the obtuse marginal (om). The device was not inspected prior to use. Negative prep was performed with no issues noted. The lesion was not pre-dilated, the device did not pass through a previously deployed stent. Resistance was encountered when advancing the device, excessive force was not used during delivery. It was reported that removal difficulties were encountered. Difficulties were encountered when removing the device prior to stent deployment. It was detailed that the stent came off the delivery system in the artery. The patient is reported to be alive with no injury.

Manufacturer narrative:
Product analysis summary: images confirm the presence of lesion in the om and lcx. Successful stent delivery and deployment in the om was achieved. The procedural wire was re-positioned into the lcx and images appear to show the attempted delivery and positioning of the stent. The stent was not deployed and appears to be pulled back towards the ostium of the lcx. The mechanism of dislodgement cannot be confirmed but the dislodgement of the stent in the proximal to mid lcx is confirmed. Attempts to retrieve the dislodge stent was unsuccessful. The stent was not removed but final angiographic images with contrast confirm that good flow remained through the vessel. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the stent was being removed as it failed to cross the lesion. Attempts were made to remove the dislodged stent but were unsuccessful, and the dislodged stent was not removed. Intervention was not required. The patient was anticoagulated. Resistance was noted during withdrawal of the device, however, excessive force was not used. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.